Manufacturer narrative:
This lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to helix issues and suboptimal r-wave amplitude measurements. The lead was removed and replaced without incident. No adverse patient effects were reported.